Event description:
Reportable based on device analysis completed on 20-oct-2025. It was reported that crossing difficulties were encountered. The target lesion as located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported, and the patient was stable following the procedure. However, returned device analysis revealed balloon torn circumferential.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Device evaluated by MFR: nc emerge mr, ous 2.50mm x 15mm was returned for analysis. A visual and tactile inspection of hypotube shaft profile identified no issues. A visual and tactile inspection of shaft polymer extrusion identified no issues. A detailed microscopic examination of the balloon material identified a circumferential balloon tear 4mm proximal to the distal markerband. No issues or damages were identified. A microscopic examination of the proximal and distal markerbands identified no damage.